Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed an eri (elective replacement indicators) condition. Further analysis revealed anomalous battery voltage measurements caused by a measurement lock up, resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit. Other: trueisensia drimplantable pulse generator. It was reported that the patient fell down while skiing and passed out. Later, the patient felt pain in the device pocket. It was thought that premature battery depletion could have resulted because of the accident, as the device reached eri (elective replacement indicators) in the month after the fall. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported to be "ok" following the replacement procedure. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure (integrated circuit) device was out of specification in a manner that relates to event, premature eri (elective replacement indicator)

Event description:
It was reported that the patient fell down while skiing and passed out. Later, the patient felt pain in the device pocket. It was thought that premature battery depletion could have resulted because of the accident, as the device reached eri (elective replacement indicators) in the month after the fall. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported to be "ok" following the replacement procedure.